Event description:
It was being reported that a nec telemetry transmitter(s) being used on a clinical information center (cic) failed to produce an ECG leads fail message, yellow alert box, or audible alarm when the transmitter was in a leads fail condition. There was no death or serious injury associated with this event. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.